Event description:
4 gm mso4 programmed into IV pump chamber "c" at 100cc/hr. Pt developed sudden and severe hypotension. It was noted that entire bag of mgso4 had been bolused in less than 5 min. IV pump continued to read that it was running at 100cc/hr. Pt required the administration of dopamine and 1000cc IV fluid bolus. Bp recovered within 30 minutes without residual effect. This unit was a rental.